Manufacturer narrative:
(B)(4). The customer returned one 5f ptd catheter assembly and rotator. A visual exam was performed and it was observed that the assembly was typical except that the tip was broken off at the base of distal connecter and only a portion was present on end of the basket. Microscopic examination revealed that the tip end was folded and twisted at the separation point indicating a tear. The end of the connector tip was covered by the remaining tip material. The remaining tip material attached to the connector measured 2.0 mm. Signs of use are observed in the basket assembly and catheter sheath. The sheath had no twists or kinks present. No other defects or damage was observed. Functional testing was performed with the returned assembly and lab inventory rotator. The assembly functioned as expected. A device history record (DHR) review was performed on the ptd device and basket assembly with no relevant findings. (Con't) other remarks: the IFU for this product, t-65609-132a rev.1, states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2 cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10 cm long, untreatable conditions or large pseudo aneurysm. The reported complaint of the distal basket tip separated from the basket was confirmed through visual inspection of the returned sample. A portion of the tip remained attached to the basket and appeared twisted and folded at the end of the distal connector. The separated piece of the tip was left in the patient. A DHR review did not reveal any manufacturing related issues. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined. CAPA (B)(4) had previously been initiated to further investigate this issue and corrective actions have not yet been implemented. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that the tip came off inside the patient and could not be retrieved. The reported defect was detected during use; however there was no harm to the patient.

Manufacturer narrative:
(B)(4). The doctor indicates that he felt safe to leave the tip inside the patient.

Event description:
The customer alleges that the tip came off inside the patient and could not be retrieved. The reported defect was detected during use; however there was no harm to the patient.